Event description:
Caller alleged false positive troponin (tni) results. Results as follows: pt presented with nausea and vomiting; hypertensive. Pt was admitted to perform more testing. Whole blood edta sample. Reference range: 0.05-0.24 cutoff used in the lab siemens dimension rxl tni cutoff: 0.6. Pt history was not provided. Customer to collect another edta sample to send in for testing.

Manufacturer narrative:
Discrepant high tni was observed with returned pt sample. Hama testing did not show any hama interference. Returned sample was negative for tni on access. Device lot k50515 was previously tested in-house in a previous case. All results of whole blood testing resulted in tni<0.10ng/ml, with the exception of one replicate. One result >0.10ng/ml meets qc release specification. As of 06/05/2012, there are total of (B)(4)complaints against device lot k50515. CAPA (B)(4) was opened to address elevated tni at low end concentrations.